Event description:
The sheath with the inner dilator was involved. A bentson wire was place into the inner dilator of the sheath. When the doctor tried to advance the sheath over the wire , he was unable to do so. The entire sheath and wire were removed from the groin. After inspection the bentson wire was in between the inner dilator and sheath and protruding through one of the holes in the side of the inner dilator. New package opened for a new sheath.